Manufacturer narrative:
Concomitant product UDI for reservoir is: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing difficulty pumping the device, and the pump was reported to not fill properly. A surgical procedure was performed in which the pump was explanted and replaced. There were no patient complications reported.